Manufacturer narrative:
(B)(4). These mdrs are numbered 1722746-2015-00001 through 1722746-2015-00010. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements.

Event description:
It was reported that the crossing support catheter was flushed while still in the packaging hoop and was difficult to remove from the hoop. Upon removal, the cather could not be used, as reportedly, it was unable to be re-flushed. A new cross support catheter was prepped and completed the cto for a patient posterior tibial artery. There was no patient involvement.